Manufacturer narrative:
Corrected information: report source: foreign, health professional, user facility, distributor investigation summary: a review of the documentation, instructions for use(IFU), drawing, quality control, and a manufacturing instructions of the device were conducted during the investigation. The device was unable to be returned for evaluation. There was no evidence to suggest that this device was made out of specification. Additionally, a document based investigation was performed. There was no evidence to suggest the product was not made to specifications. The lot number was not provided, so a review of the work order for nonconformances could not be performed. Additionally, a search for similar complaints associated with the same lot number could not be performed. There was no evidence to suggest all items in the lot or similar devices in house are nonconforming/defective. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. However, appropriate measures have been initiated to address this failure mode. The quality engineering risk assessment for this failure mode was reviewed and it was determined that no additional risk mitigating activity is required at this time. The appropriate personnel will be notified and we will failure mode will continue to be trended.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, following a drainage procedure in which an ultrathane mac-loc locking loop biliary drainage catheter was placed, a leak was discovered between the catheter and hub portions of the device. The original drainage procedure occurred in the morning, and the leak was discovered in the afternoon. The catheter had to be replaced with an new product, and there were reportedly no problems with the replacement procedure. The device is reportedly unavailable for return.